Manufacturer narrative:
The device evaluation is in progress. A device history record review was completed and documented that device met all specifications upon distribution. A supplemental report will be sent with the investigation results.

Event description:
It was reported that the balloon got detached during use. It remained in the patient body but it was removed by using another 120804f catheter. No new insertion site was required. There were no patient complications reported.

Manufacturer narrative:
One catheter without any attached components was returned for evaluation. The detached balloon and windings were returned with the catheter. No packaging or syringe was returned. As received, the proximal winding was detached from the catheter body and the balloon. The proximal winding was also partially unraveled at the central area. Blood was observed from the balloon and windings. No missing components were observed. This condition may occur when a pull force of 1.5 lbs (0.68 kg) on an inflated balloon (per IFU) has been exceeded. Indication of bonding and windings was observed around the proximal winding area on the catheter body. No damage to the catheter body, balloon, or windings was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.